Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch. No patient or user harm reported. The customer informed the remote service engineer (rse) that a touchscreen calibration had been attempted but could not be completed due to the touchscreen not responding as expected. The touch position of the touch screen was found to be off target. The rse provided the customer with the part information for the touchscreen to order a replacement. The customer provided a good faith effort (gfe) response. The customer confirmed that the touchscreen was replaced to resolve the issue, with a full preventative maintenance check completed after, confirming that the device was fully functional. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.